Manufacturer narrative:
The strip bottle did not have the lot# or expiration date on it. The manufacture date could not be determined.

Event description:
A (B)(6) customer initially called because he was getting an e03, strip upside down, on the contour next link. During the call it was discovered the strip bottle did not have an expiration date or lot# printed on it. The areas were blank. Request for the test strps to be returned for investigation. New meter was sent to the customer.